Event description:
In this event it was reported that during an odontology course, 30 students were having impressions taken with tropicalgin alginate, one student immediately experienced breathing difficulties and discomfort in their mouth. After several minutes, six other students began experiencing swollen lips, dryness, aversion to swallow liquids or solids, vomiting, and tingling of the tongue. The symptoms lasted for several hours and abated without the need for medical intervention.

Manufacturer narrative:
All bags were purchased directly by the students from the same dental depot, (B)(6), which is the main dental depot in (B)(6). After analyzing the lot numbers, it emerged that all bags belonged to a container that was stolen on (B)(6) 2012 on the way from the port to a customer in (B)(6). While it is unk if the device used in the case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The composition of the returned device was evaluated and no evidence of adulteration was found. Further, the returned device was within specifications.